Event description:
The site reported a loss of telemetry monitoring for 8 patients for 30 minutes. The issue was resolved for 45 minutes followed by another loss of telemetry for an additional 30 minutes. After the second period the monitoring was restored and remained available. No alternative physiological monitoring was available during this time. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
Initial reporter's occupation is not known at this time.